Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, h6, h10, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-jun-2022 to 25- jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer mentioned the drawer required preventive maintenance and suggested an escort availability to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported that a bd pyxis anesthesia es system had failed drawers, preventing nurse to access the required medication propofol during surgery. The customer stated that the medication was immediately retrieved from a nearby device with few minutes of delay and added that there was no harm to any patient or user. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the failed drawer required maintenance. A field service engineer re-scheduled drawer preventive maintenance with customer due to escort availability to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system had failed drawers, preventing nurse to access the required medication propofol during surgery. Customer stated that the medication was immediately retrieved from a nearby device with few minutes of delay and added that there was no harm to any patient or user. There were no adverse events or injuries reported based on this event.